Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "internal comm failure - 1173,1471,1475", "internal comm fault- 3470" messages and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.